Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one broviac s/l catheter was returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Two pinholes in parallel were noted on the proximal portion of the catheter body. Leak was noted from the pinholes. No other anomalies were noted. Therefore, the investigation is confirmed for the reported leak and identified material hole issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent central venous catheter placement procedure using a hickman instrument for unknown medical condition. During the procedure the catheter was allegedly found leaking. The procedure was done by using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025 a patient underwent central venous catheter placement procedure using a hickman instrument for unknown medical condition. During the procedure the catheter was allegedly found leaking. The procedure was done by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.